Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All parameters were met and inspections passed successfully. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr) , in this alta monitor, the clinician was using the gesture feature, but the monitor understood he was silencing alarms when he was not. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code) h6 (investigation findings) and h6 (investigations conclusions). Based on the investigation performed the failure is consistent with a software issue. A software fix is planned in the future version.